Event description:
A 100 ml bag of fentanyl was hung at 21:30 and set to infuse at 10 ml/hr. At 03:00 the bag was found empty. Per the pump the volume left to be infused was 40 ml. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
Manufacturer's report date: 08/04/2015. The customer's report of an overinfusion of fentanyl was not confirmed. Physical inspection of the pump module noted the device to be in good working condition with no damage observed. Analysis of the event log indicates the fentanyl had been infusing at 10 mi/hr for several days. At 8:56pm on (B)(6) 2014 the infusion was paused and a new vtbi of 100 mls was programmed followed by the infusion being restarted. The infusion then ran until 2:50 am on (B)(6) 2014 when it was paused by the user. Based on the log the remaining vtbi was recorded as 41.8 mls. During this final infusion there were several interruptions due to fluid side occlusion alarms. Rate accuracy testing found the system to be delivering fluid within specifications. Occlusion pressure testing found the device to be alarming within specification. The root cause of the customer's report was not determined.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.